Event description:
The patient has two anchors (from the same lot). It was reported one of the anchors has become loose. The doctor is concerned the anchor will erode through the patient's skin. The doctor plans to monitor the patient for the time being.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.